Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer¿s mother reported the strings pulled out of the tampons prior to use. She did not seek medical attention. No further information has been received.